Manufacturer narrative:
The investigation is on-going. A follow-up emdr will be provided within 30 days of submission of this report.

Event description:
During an unspecified procedure, the physician used a memory ii double lumen extraction basket. It was reported that when they used the mb-35-2x4-8 to remove the cbd [common bile duct] sludge, the tip of the basket came out through the the basket sheath. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Event description:
This correction follow up report is being sent to cancel the initial report submitted relating to this event. Please reference the additional manufacturer narrative notes section h.10 for this justification.

Manufacturer narrative:
An emdr report was initially sent on 08/26/2022 based on the information that the basket ruptured through sheath. Out of caution, this was interpreted to be the sheath rupturing near the handle leading to the possibility that the wires of the basket could come out. The device was received on 08/26/2022 and it was discovered that the basket had ruptured through the sheath at the distal end. The basket rupturing through the sheath at the distal end is not considered a reportable event as it has not led to a serious injury or death. Therefore, this follow up emdr serves to cancel the initial MDR.